Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for ft3 - free triiodothyronine (ft3 iii). It is not known if erroneous results were reported outside of the laboratory. The initial ft3 iii result was 5.50 pg/ml. The repeat result was 2.70 pg/ml. No adverse event occurred. The ft3 iii reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and checked the instrument. The fse identified stain on the sample probe. The sample probe was exchanged and adjusted, sensor voltage was adjusted and quality controls were run. The root cause was determined to be contamination (stain) on the sample probe. This contamination may drop into the sample tip during pipetting causing erroneous high results. This can also affect liquid level detection and contribute to low sample pipetting. Cleaning the sample probe is part of daily maintenance.